Event description:
It was reported that this right ventricular (rv) lead exhibited noise signals on both channels. The lead showed oversensing and pacing inhibition with asystole over two seconds. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, x-rays were performed and nothing abnormal was noted. Patient will continue to be monitor.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise signals on both channels. The lead showed oversensing and pacing inhibition with asystole over two seconds. The lead remains in service. No adverse patient effects were reported.